Event description:
The account reported the bed would not send a nurse call. The bed is located in the med surge area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technician support told the account that this could be caused by the upper control board. The account stated they are not certain if the nurse call was ever operating because the account used a separate hand controller for nurse call. The account found the nurse call back light is off so the nurse call was not activated. This failure mode is similar to the failure mode that is being investigated and is related to upper control board to determine root cause. Hill-rom technician support assisted the account in enabling the nurse call system to resolve the issue. Based on this information, no further action is required.